Event description:
The customer reported that the insulin pump powers off and goes blank with new batteries inserted and then it powered back with numbers on the screen. It was found in the alarm history that the insulin pump alarmed multiple failed battery tests. Troubleshooting was done. Customer's blood glucose was 104 mg/dl. During the troubleshooting the insulin pump did not alarm failed battery test and run self test and it passed. The customer was advised that battery cap would be replaced to rule out any issues with the battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.